Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer¿s blood glucose level.